Manufacturer narrative:
Results: no failure detected. The results of the investigation concluded that the sheath appeared to have been partially cut and partially stretched/torn into two segments. The sheath hub was attached to the proximal sheath; the proximal sheath appeared partially cut. The detached tubing appeared to have been twisted and stretched throughout 3.8¿ of the proximal tubing and had been crimped at the proximal end, consistent with device withdrawal as stated in the complaint description. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The sheath damage is consistent with forcible separation. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
An 8f ultimum introducer was selected for use in the right femoral artery during an ablation procedure. While the device was inserted in the patient, the introducer broke. It was necessary to repair the puncture site after the withdrawal of the introducer. A new puncture in the left femoral artery was used to perform the ablation procedure.

Manufacturer narrative:
(B)(4).

Event description:
Resistance was felt when inserting the device due to a calcified and hardened puncture site.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instructions for use (IFU) states that individual patient anatomy and physician technique may require procedural variations.